Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 17, 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging a battery issue with her onetouch ultra2 warranty meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the battery issue started 3-4 months prior to contacting lfs. The patient manages her diabetes with a combination of lantus insulin and metformin tablets. She indicated that following the start of the alleged issue, she continued with her usual dose of medication, administering 40 units of lantus and 1000mg of metformin daily. She reported that about 1 month after the alleged issue started, she developed symptoms of ¿sweats and shaking¿. She indicated that she was ¿not entirely sure how much of the latter was caused by [her] diabetes or parkinson¿s conditions¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the csr noted that the meter was not being used for the first time. Based on the information provided, there was no misuse of the meter. The meter did not turn on with a button press. The csr established that the patient was using the correct test strips; however, when the csr walked the patient through inserting a new test strips per owner¿s manual, the meter did not turn on. Based on the information provided, the csr established that the batteries needed to be replaced. When the patient inserted new batteries which her daughter had bought for her, the meter turned on. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms which might be suggestive of severe hypoglycemia, after the alleged power issue began.